Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: ethnicity: not hispanic/latino; race: white.

Event description:
Received a copy of the customer's medwatch report which states, "outpatient receiving taxol chemotherapy infusion. Taxol leaked from tubing into floor. Approximately 1 hour of the 3 hours had infused. Infusion stopped, tubing changed out and infusion completed with new tubing. Chemo spill decontaminated per protocol, however taxol does have an inhalation warning. Clinical personnel state no injury".